Event description:
A complaint was received from the family member of a glucometer dex user. She stated that she had just changed the batteries in the dex system and the low battery symbol stayed on. She replaced the batteries a second time apparently with no low battery indication. In addition, she stated that the system would not store information into the memory and that it was giving inaccurate readings. An example was a reading of 360 mg/dl obtained without any symptoms of high blood sugar. Repeat testing over a number of hours gave results at 40 mg/dl. While on the phone a review of the system was conducted. Electronic checks were satisfactory. In review of the memory feature no results after 2/28 were present. In addition, the system would only display a flashing 88.8. A request was made to return the system for evaluation. The instrument system was returned for evaluation. Upon receipt performance testing was conducted and was satisfactory. The complaint could not be confirmed. The customer will be contacted and informed of the evaluation.